Event description:
Clinical study same case as MDR 6000093-2005-11764. It was reported that 2 days after a coronary artery drug eluting stenting procedure the patient expired. The index procedure treated three target lesions. Target lesion 1 was in the proximal left anterior descending artery (lad). Target lesion 2 was in the lad apical. The physician treated lesions 1 and 2 by placing one taxus express2 8.8% 3.0x16 mm (lot 7545344) drug eluting stent. Target lesion 3 was in the distal circumflex artery (cx). The physician treated this lesion by placing one taxus express2 8.8% 3.0x12 mm (lot 7556396) drug eluting stent. The site reported that the patient expired 2 days post index procedure prior to discharged from the hospital. The reported cause of death was cardiac arrest.

Event description:
The pt underwent pci to the lad proximal that was treated with a 3.0x12 mm taxus-express stent reducing the stenosis to less than or equal to 30%. The lad mid was treated with a 3.0x16mm taxus-express stent reducing thestenosis to less than or equal to 30%. Per source documents, an attempt was made to treat the dital left cx, however, the lesion could not be crossed with a wire. The middle left cx and posterolateral artery were treated with ptca, however, a stent could not be explanted doe to the "very sharp angle of origin of the lcx from the main trunk." Repeat ptca of the pla and lcx was performed and following this a small contrast medium leak was noted. Per catheterization report, the intervention was stopped with satisfactory results in the region. The following was noted in by the site: "we were intended to treat this lesion, but there was no opportunity to cross the lesion, but there was no opportunity to cross the lesion with any knid of stents. Firstly we tried to treat the lesion with a balloon. Unfortunately there was a vessel dissection with complete occlusion of the cx which involved both branches of the bifurcation." In the opinion of the physician there was a possible relationship between the study device and the event. The physician further indicated that the event was not related to the index procedure.